Event description:
It was observed during the device inspection, that the duodenovideoscope distal end had residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "distal end had residual liquid" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber). The event can be prevented by following the instructions for use which state: IFU states the detection method in "tjf-q190v operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.